Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Healthcare professional reported textured to smooth replacement, device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6. D10, h3, h6. Device evaluation: analysis of the returned device identified: creases fold, deformation device, cloudy in the gel, red particles in the shell, wear abrasion and weigh to the spec.voids in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Healthcare professional reported left side textured to smooth replacement and small amount of serous fluid around. The device has been explanted.